Event description:
Reportedly used in rt superficial femoral artery with an ipsilateral stick. After deployement, say that the stent had stretched to 150mm. So another stent was deployed inside this stent due to the open scaffolding. No patient injury reported.

Manufacturer narrative:
Device not returned.